Manufacturer narrative:
(B)(6) .it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified, moderately tortuous proximal to mid lad (left anterior descending). The 3.5x16mm taxus liberte stent delivery system was unable to cross the lesion and stent damage was noted when the device was removed from the patient. The edge of the stent was flared. No patient complications occurred and the patient was reported to be good post procedure.